Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1), unknown hammer guide (part# unknown, lot# unknown, quantity# 1), unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1) and unknown driving cap (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during tibial nail insertion, one of the surgeons hit where they were not supposed to hit on the insertion handle for suprapatellar, where the aiming arm connects, and they bend it so that the aiming arm would not go on the handle. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: unknown guides/sleeves/aiming (part# unknown, lot# unknown, quantity# 1). Unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1). Unknown impaction instruments: trauma (part# unknown, lot# unknown, quantity# 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the insertion handle for suprapatellar (p/n: 03.010.440, lot #:160238-101) was returned and received at us cq. Upon visual inspection, it was observed that the most distal hole of the device used too secure the aiming arm was deformed. There were scratches on the device consistent with the device use but have no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was deformed. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the insertion handle for suprapatellar (p/n: 03.010.440, lot #:160238-101). There is no indication that a design or manufacturing issue has caused the issue and based on the description and damage, the root cause was determined to be user error. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.010.440; lot number: 160238-101; per jde, manufactured date: nov 15, 2016. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.